Event description:
A caregiver reported a high reading issue with the abbott diabetes care (adc) device. The customer received a scan reading of "hi" (indicating a level greater than 500 mg/dl) in the morning. By lunchtime, the reading had dropped to 309 mg/dl. The customer self-administered (2) two doses of insulin (type unspecified) in the morning and one after lunch. The customer experienced symptoms of disorientation, sweating, and unresponsiveness while still being conscious. Emergency services were called for assistance. Upon arrival, emergency personnel obtained a blood glucose reading of 40 mg/dl using a healthcare professional (hcp) meter, while the adc sensor reported a reading of 150 mg/dl. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. It is unknown whether the customer noted a trend arrow on the device. The customer was taken to the emergency room and received unspecified medication for further treatment. There were no reports of death or permanent impairment related to this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection and poor solder on battery was observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The observed poor solder with the battery did not impact the customer complaint; sensor did not terminate with battery related event codes. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Additionally, sensor passed functionality testing indicating there were no issues with the battery therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the abbott diabetes care (adc) device. The customer received a scan reading of "hi" (indicating a level greater than 500 mg/dl) in the morning. By lunchtime, the reading had dropped to 309 mg/dl. The customer self-administered (2) two doses of insulin (type unspecified) in the morning and one after lunch. The customer experienced symptoms of disorientation, sweating, and unresponsiveness while still being conscious. Emergency services were called for assistance. Upon arrival, emergency personnel obtained a blood glucose reading of 40 mg/dl using a healthcare professional (hcp) meter, while the adc sensor reported a reading of 150 mg/dl. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. It is unknown whether the customer noted a trend arrow on the device. The customer was taken to the emergency room and received unspecified medication for further treatment. There were no reports of death or permanent impairment related to this event.